Event description:
According to the reporter, during an intestinal canal reconstruction at esophagus resection procedure, the surgeon anastomosed the tissue and checked the donuts tissue, however it was not resected all layers and whole circumference. The surgeon said the purse string suture was incomplete. Replaced by new stapler and tried to re-anastomose. The surgeon tried to connect the anvil to the shaft of the device, however one of the anvil center rod was distorted, could not connect the device. The procedure was completed with another device. There was no tissue damage.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.